Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600 mg/dl, with polydipsia, polyuria, nausea, vomiting, and rapid, deep breathing, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump intermittently powered off due to the battery cap being unable to be tightened. The battery compartment was also cracked, and the yellow o-ring was visible. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 31-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: during investigation, there were reboots observed in the black box. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump's history shows pump was delivering programmed basal rate until rebooting began 4:46am on (B)(6) 2018. The battery compartment is cracked alongside of pump and the battery cap was not returned with pump. A test cap was used for testing purposes. Test battery cap attaches securely to pump. No power issues occurred during testing. The pump passed delivery accuracy test and found to be delivering within required specifications. Pump opened; no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.